Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Tandem technical support (cts) followed up with customer on (B)(4) 2015. The customer reported that they change out their cartridge and the pump is performing as intended. Device not returned.

Event description:
It was reported that the pump requested a minimum of 50 units after filling the cartridge with insulin during the load process. There was no reported impact to the customer's blood glucose level.